Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of over 1000 mg/dl with diabetic ketoacidosis and nausea. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the pump did not deliver a bolus as requested. Multiple follow-up attempts to perform troubleshooting for bolus delivery allegation were made by tandem technical support however the customer did not respond.